Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.